Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the implant procedure, the implantable cardiac monitor (icm) patient experienced a sharp pain at incision site. The icm was removed and reimplanted at a different location. The icm remains in use. No further patient complications have been reported as a result of this event.